Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. The patient was pacemaker dependent and experienced greater than 2 seconds of asystole. Boston scientific technical services (ts) reviewed the stored episodes and discussed that the noise was consistent with potential electromagnetic interference (emi) or oversensing of the minute ventilation (mv) feature. It was noted that the patient underwent an unrelated procedure on or around the same date as the stored episodes. Ts recommended programming the respiratory rate trend (rrt) feature off. No adverse patient effects were reported. This product remains in service.